Event description:
This happened on 2 different IV administration sets. Patient had IV started, nurse connected tubing and started fluids. Patient's husband called out to say she was bleeding. In room, patient's IV tubing came off at the first connection site from IV site. IV tubing changed. When new tubing pulled out and fluids started again - tubing disconnected at the same site. Staff informed to please tighten connections on all IV tubing. Lot number 0061705863, exp 2021-1031 for both sets.